Event description:
It was reported that the right ventricular (rv) lead was sensing activity from the atrial channel, as well as noise. Increased pacing thresholds were also noted. The patient fell two months prior, and a lead dislocation was suspected. An xray is expected, and the devices vt zone was reprogrammed. This rv lead remains in-service at this time. No adverse patient effects were reported.